Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 35, exposed to moisture and cosmetic damage located a crack on the side of the pump found on 16-nov-2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, motor assembly and force sensor. Force sensor zero offset not within specification [28.8 mv], moisture on force sensor was noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case, cracked case (battery tube), battery tube threads - cracked and dried insulin - motor slide. Pump error 35 was unknown due to critical pump error (open book image) alarm. Exposure to moisture and cosmetic damage was confirmed, cracked case (battery tube). Unable to confirm other alarms/other anomalies due to critical pump error (open book image) alarm. Unable to download history files and traces confirmed. Device exposed to moisture confirmed at pcba 1, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that she had fallen on the pool and then pump started beeping. The customer was exposed to moisture. The customer had also reported a crack on the side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.